Event description:
According to additional information received, the patient underwent an inflatable penile prosthesis implantation in (B)(6) 2025. In (B)(6), the patient suddenly experienced a depressed bulb during inflation. A leak in the system was suspected. Additionally, it was noted that the patient had a high riding pump. During the revision surgery, the grey tubing where the reservoir and pump connect, had come apart from the connectors. It was suspected that the tubing was not pushed far enough into the caged connectors to create a secure connection. A high riding pump which the patient was pulling down daily, could have also perpetuated this issue. Decision to replace the pump only. The reservoir was drained and refilled. A touch pump was primed and replaced, 2 x white tubing and grey tubing were re-connected with connectors and connections were seen through cage ¿windows¿ to ensure a secure connection. Cylinders and reservoir kept in-situ. No biofilm evident and no signs of infections evident either.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.